Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the elective replacement indicator (eri) was missed. The patient reported that the eri occurred (B)(6) 2013 but the patient didn't hear the alarm until the beginning of (B)(6). The pump was interrogated (B)(6) 2013 and end of life (eol) was (B)(6) 2013. The patient reported "experiencing more pain¿ for about the last 4-5 months." The patient had right knee surgery in (B)(6) and pain was still present. The patients left sciatic nerve was "getting worse¿ and the hcp told the patient he was walking wrong. The patient was waiting to hear back on a surgery date. The pump was used to deliver morphine. It was later reported the patient was still having concerns regarding his device or therapy but was working with the hcp. Patient had an appointment planned (B)(6) 2013. Additional information was received from the consumer on (B)(6) 2018. The patient was receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain, failed back syndrome-other and failed back surgery syndrome. The patient reported their pump alarmed, and then after two weeks they ended up in the intensive care unit (ICU). No further information was provided.